Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the surgeon performed a port placement procedure on (B)(6) 2016 and the topical skin adhesive was used on the patient. During the procedure, the glass vial broke, and the surgeon cut herself. The surgeon applied pressure to the injury to stop the bleeding and band aid applied. There was no medical intervention required. It was also reported that both the surgeon and the patient's blood were drawn for testing and so far all negative.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.